Event description:
Info was provided that the clip applier severed the catheter during the procedure.

Manufacturer narrative:
Evaluation: no product was returned, however, based on the info provided, it is possible the clip was applied with force strong enough to cut the tubing. As this device is inspected 100% to verify it is clean, free of excessive dents, scratches and roughness, prior to transit, it is feasible to say this incident occurred due to procedurally related circumstances, rather than a non-conforming or defective device.